Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is known to cause foodborne illness, which was experienced by the patient prior to infection and determined to be the offending pathogen. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported to fresenius customer service that they experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius product. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain and hematochezia due to diarrhea and bleeding hemorrhoids. The patient¿s diarrhea was attributed to foodborne illness. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2026 presented with bacillus cereus in the culture and a wbc count greater than 6000/mm3 (exact count not obtained). The patient was diagnosed with peritonitis due to cross-contamination from stools following foodborne illness as evidenced by the culture growth. The patient¿s pd catheter (not a fresenius product) was removed due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was prescribed intravenous (IV) vancomycin, IV ceftazidime and oral fluconazole (dosages and frequencies not reported) to address the infection and for fungal prophylaxis while hospitalized. The patient had an uneventful hospital course, and was discharged home on (B)(6) 2026. It was reported that the patient¿s hematochezia, diarrhea, bleeding hemorrhoids, peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or devices(s). The patient continues hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.